Event description:
Redo aortic valve replacement, right axillary cannulation. Redo sternotomy for moderate regurgitation. Upon completion of the end to side anastomosis, the graft was clamped to place the connector to hook into the arterial line to establish cpb. Noted diffuse bleeding at the clamp site on the graft. Toward the end of the procedure approx 750ml of blood was noted but the location of the bleed could not be determined, possibly from the graft. Several blood products were required. Dr. (B)(6) determined that the area would be packed with curlex and board and the chest left opened until pt was returned to surgery. The pt bled throughout the night but stability was maintain. He was taken back to the operating room where the chest cavity was irrigated after the packing and board were removed. Could not determine site of bleed but dr. Barnhart believes it was from the graft used sn (B)(4).